Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in pts with uncontrolled hypertension.

Event description:
A 6f angio-seal vip was deployed in a right femoral puncture following a stent placement and angiogram. Ten mins later, while still on the cath lab table, the pt's pulses were found to be absent. An arterial ultrasound revealed no circulation distal to the puncture site, and surgery was performed later that evening. During surgery, a transverse arteriotomy was performed on each side of the vessel to remove the angio-seal device. An intimal flap had formed, so an endarterectomy was performed on the initial layer of the proximal common femoral artery to remove any disrupted intima. The pt was stable following surgery.